Manufacturer narrative:
The problem was due to a broken flow sensor inside the diode chiller unit. After the replacement of this chiller unit, the laser system restarted to work. We are unaware about pt injury.

Event description:
The lase system had the following problem: "water flow error that was unable to be cleared."